Event description:
It is reported that a customer's insulin pump is stuck in rewind. The customer's blood glucose level was at 420 mg/dl. The customer also complained of a black circle on the screen of the insulin pump. No further information was provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.